Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 02/10/2026. An investigation was conducted on 02/19/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The harvesting device was returned inside the cannula. There were no visual defects observed on the intact cannula or intact c-ring. The jaws of the device were observed to be misaligned and closed. The shaft of the harvesting device was observed to bent and peeled closer to the base of the jaws. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws. The jaws remained in a closed state. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. No further testing was conducted due to the condition of the closed jaws. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent jaws" was confirmed as well as the analyzed failures "material twisted/ bent shaft", "mechanical issue- jaws", peeled; delaminated; shaft" and "material twisted/ bent wire" was observed. The lot # 3000521003 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported the vasoview hemopro 2 jaws activated to cut one lower leg branch and the physician assistant felt the branch wouldn't release. The device was pulled and ultimately pulled the entire harvesting cannula and hemopro shears out and when it was removed from the leg, the hp2 shears were bent. Another kit was opened to complete the upper thigh without any incidences. There was no patient harm reported. There was a 5-min delay.

Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6) hospital. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.